Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause wasone or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:32:42. During night drain cycle four, the patient's ultrafiltration reading was 1201ml, indicating the home patient (hp) drained 1201ml more than their maximum programmed fill volume of 1500ml. No additional information is available.